Manufacturer narrative:
(B)(4). All available information was investigated and the reported lever leaks was confirmed; however, the reported device operated differently than expected (o-ring issue) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported leak appears to be related to observed loose polyimide tubings as after re-wrapping the polyimide tubing properly, no leak was observed during testing. However, a definitive cause for how the polyimide tubings became loose cannot be determined. It is possible that the user technique of turning the gripper cap to open and close caused the tubings to became loose; however, this cannot be confirmed. A definitive cause for the reported suspected o-ring issue could not be determined as the returned device observed that the o-ring appeared to be normal with no issue. It is possible that the loose polyimide tubings caused the o-ring to look like there was an issue; however, this cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is being filed since a leak was noted during device preparation. It was reported that during device preparation and flushing, the clip delivery system had fluid leaking from the fully closed gripper lever cap. The cap was loosened and then re-tightened; however, a stream of fluid was still coming out. Although the o-ring in the gripper lever cap was present, there was a suspected o-ring issue. The cds was not used and there was no patient involvement. There was no additional information provided regarding this issue.